Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactilely inspected. Inspection revealed that the shaft was flattened for 6cm with kink. The damage starts from 3.5 cm from the tip. In addition, the collar was flattened/pinched and part of it is lifted. The maximum outer diameter (od) of the tip and the undamaged distal shaft measured are within specifications. The damaged portion of the shaft measured .084¿, exceeding the maximum guidezilla specifications. Functional testing was carried out with a lab supplied 6f guide catheter. The tip of the guidezilla was inserted into the hub of the guide catheter and easily advanced until the area of the shaft damage, then stopped advancing. The damage to the collar is consistent with excessive pressure on the collar during handling/manipulation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jun-2018. It was reported that advancing difficulties occurred and the catheter was kinked. A 6-french guidezilla¿ ii guide extension catheter was selected for use. During introduction, it was noted that the guidezilla was unable to advance in the guide catheter. Upon inspection, it was observed that the guidezilla was kinked. The procedure was completed with a different device. No patent complications were reported and the patient's condition was fine. However, device analysis revealed that the flattened or pinched portion of the collar became lifted.